Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Delivery anomaly-possible over delivery not confirmed. The pump properly paired with the guardian link 4 transmitter. No pump/sensor anomaly noted during testing. The pump was received with a minor scratched display window. The following were noted during visual inspection: scratched display window cover, scratched case, broken belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download using thump was incomplete. Unable to complete the history download (raw files were download) using thump (missing the detailed_trace file and the diagnostic_trace file). However, the carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. There were boluses listed on the event date 05-feb-2026 in the pump history file. There were no autosuspend alarm noted in the pump history file. There were 7 usersuspended (2) alarm listed on the event date 05-feb-2026 in the pump history file. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 05-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week from the event date 05-feb-2026 in the pump history file and found 2 nodelivery (7) alarms on (B)(6) 2026 (during basal), 1 lost sensor1 alert (780) on (B)(6) 2026, 2 failed batttest (58) on (B)(6) 2026, 1 no delivery on (B)(6) 2026 (during bolus), and 1 pump error 130 on (B)(6) 2026. Unable to generate the power management graph or check the power data due to download anomaly. Unable to complete the history download (raw files were download) using thump (missing the detailed_trace file and the diagnostic_trace file). Unable to check power data for failed battery test alarm. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 4 transmitter. No pump/sensor communication anomaly or lost sensor alert noted during testing. Pump error 130, problem isolated to the motor. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.4 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. Cosmetic damage confirmed at the front of the pump (a minor scratched display window). Pump/sensor anomaly not confirmed during testing. Pump error 130 confirmed (found in the pump history file on (B)(6) 2026). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the over delivery. The customer experienced hypoglycemia with blood glucose value of 60 mg/dl. The customer reported hypoglycemia was treated with carbohydrate intake and assisted by someone. The event involved product(s) mmt-1884, mmt-342g, mmt-431ag, 78893-01. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. No further patient complications were reported. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-342g. No product return is required for mmt-431ag. No product return is required for 78893-01.